Event description:
Information received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The technician found the trend engage and disengage switches were showing open and the pilot link was broken. The technician replaced the trend box and the pilot link to repair the bed.